Manufacturer narrative:
A complete analysis and testing of four opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose over 500 mg/dl at the time of incident. The customer's blood glucose was 210 mg/dl at the time of call. The customer reported that there were air bubbles in the reservoir. The customer stated that they changed the set out and treated the high blood glucose. The reservoir will be returned for analysis.